Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6f/7f mynxgrip vascular closure device (vcd) would not stay inflated through multiple attempts to inflate. The balloon lost pressure at the 2nd stop. The device was removed, and a hole was visible. Hemostasis was achieved through manual compression for 15 minutes. There were no reported injuries to the patient. This was during a left heart catheterization procedure, utilizing a retrograde approach. The deployer was in training with the mynx. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm and moderate vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU) and the balloon was checked prior to insertion. There was no visible damage to the distal end of the sheath after removal the device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 6f/7f mynxgrip vascular closure device (vcd) would not stay inflated through multiple attempts to inflate. The balloon lost pressure at the 2nd stop. The device was removed, and a hole was visible. Hemostasis was achieved through manual compression for 15 minutes. There were no reported injuries to the patient. This was during a left heart catheterization procedure, utilizing a retrograde approach. The deployer was in training with the mynx. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm and moderate vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU) and the balloon was checked prior to insertion. There was no visible damage to the distal end of the sheath after removal. Three pictures related to the reported failure were attached by the customer under (B)(4). As part of the picture analysis, it was concluded that the reported ¿balloon ¿ balloon loss of pressure¿ was not confirmed to be present on the provided images, as no visual evidence could be retrieved from the attached pictures related to the reported condition. A non-sterile 6/7f mynx grip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The sheath used in the procedure was returned with the device for the evaluation, along with the syringe detached from the stopcock, which was observed to be open. On the other hand, the sealant and advancer tube were returned in manufacturing position. During this visual evaluation multiple scratches and damaged portions were observed on the unit¿s shaft surface along with a separation of the shuttle proximal portion. An inflation/deflation functional evaluation was attempted to be executed, nevertheless it was denoted an obstruction in the inflation lumen resulted from possible saline solution substrate. Additionally, a tear was observer in the mid portion of the balloon, during the microscopical evaluation. The conditions observed, could be related to the reported event. A microscopic analysis was performed to evaluate the surface of the balloon. During this analysis it was observed that the surface presented a tear off rupture that could be related to the balloon loss of pressure reported. Additionally, it was observed that the damaged portions observed on the visual evaluation as scratch marks, and a denoted separations showed evidence related to possible excessive tensile strength applied and interaction with sharp edger materials. Based on the information provided, the condition reported by the customer as ¿balloon - balloon loss of pressure¿ was confirmed, as the investigation performed denoted a rupture on the balloon¿s surface that could be related to the reported event. The saline solution blockage observed did not permit to perform an inflation/ deflation functional analysis, however, microscopic analysis showed a torn portion of the balloon, thus confirming the failure reported. Procedural factors may have contributed to the reported event, since it was reported that the vessel had severe calcification. This calcification can cause damage to the balloon and lead to it rupturing. Handling factors may also have contributed to the reported event, since the user was in training to the use of the device. No evidence of any issue related to manufacturing controls in the cordis process was observed, as the rupture observed could be related to procedural or handling factors. Additionally, the observed damaged portions along the unit¿s shaft, where scratch marks and a shuttle separation of the proximal portion was observed could be considered evidence related to a rough handling where the unit could be exposed to overloading tensile strength and interaction with sharp edges materials that resulted in a component ¿ component issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Correction to final report sent to attach related report number in section h10 - (B)(4). Complaint conclusion: as reported, the balloon on a 6f/7f mynxgrip vascular closure device (vcd) would not stay inflated through multiple attempts to inflate. The balloon lost pressure at the 2nd stop. The device was removed, and a hole was visible. Hemostasis was achieved through manual compression for 15 minutes. There were no reported injuries to the patient. This was during a left heart catheterization procedure, utilizing a retrograde approach. The deployer was in training with the mynx. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm and moderate vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU) and the balloon was checked prior to insertion. There was no visible damage to the distal end of the sheath after removal. Three pictures related to the reported failure were attached by the customer under (B)(4). As part of the picture analysis, it was concluded that the reported ¿balloon ¿ balloon loss of pressure¿ was not confirmed to be present on the provided images, as no visual evidence could be retrieved from the attached pictures related to the reported condition. A non-sterile 6/7f mynx grip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The sheath used in the procedure was returned with the device for the evaluation, along with the syringe detached from the stopcock, which was observed to be open. On the other hand, the sealant and advancer tube were returned in manufacturing position. During this visual evaluation multiple scratches and damaged portions were observed on the unit¿s shaft surface along with a separation of the shuttle proximal portion. An inflation/deflation functional evaluation was attempted to be executed, nevertheless it was denoted an obstruction in the inflation lumen resulted from possible saline solution substrate. Additionally, a tear was observer in the mid portion of the balloon, during the microscopical evaluation. The conditions observed, could be related to the reported event. A microscopic analysis was performed to evaluate the surface of the balloon. During this analysis it was observed that the surface presented a tear off rupture that could be related to the balloon loss of pressure reported. Additionally, it was observed that the damaged portions observed on the visual evaluation as scratch marks, and a denoted separations showed evidence related to possible excessive tensile strength applied and interaction with sharp edger materials. Based on the information provided, the condition reported by the customer as ¿balloon - balloon loss of pressure¿ was confirmed, as the investigation performed denoted a rupture on the balloon¿s surface that could be related to the reported event. The saline solution blockage observed did not permit to perform an inflation/ deflation functional analysis, however, microscopic analysis showed a torn portion of the balloon, thus confirming the failure reported. Procedural factors may have contributed to the reported event, since it was reported that the vessel had severe calcification. This calcification can cause damage to the balloon and lead to it rupturing. Handling factors may also have contributed to the reported event, since the user was in training to the use of the device. No evidence of any issue related to manufacturing controls in the cordis process was observed, as the rupture observed could be related to procedural or handling factors. Additionally, the observed damaged portions along the unit¿s shaft, where scratch marks and a shuttle separation of the proximal portion was observed could be considered evidence related to a rough handling where the unit could be exposed to overloading tensile strength and interaction with sharp edges materials that resulted in a component ¿ component issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon on a 6f/7f mynxgrip vascular closure device (vcd) would not stay inflated through multiple attempts to inflate. The balloon lost pressure at the 2nd stop. The device was removed, and a hole was visible. Hemostasis was achieved through manual compression for 15 minutes. There were no reported injuries to the patient. This was during a left heart catheterization procedure, utilizing a retrograde approach. The deployer was in training with the mynx. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. The vessel type was arterial, with a diameter verified to be greater than or equal to 5 mm and moderate vessel tortuosity. There was severe presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was prepped according to instructions for use (IFU) and the balloon was checked prior to insertion. There was no visible damage to the distal end of the sheath after removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.